Event description:
Prior to a supraventricular tachycardia procedure, the system showed "amplifier errors: command packet not received within timeout". All possible steps were performed without resolution. The patient was already on the table with ECG leads attached when the procedure was cancelled and rescheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and electronic data reviewed, the reported communication issue was verified to have occurred, but the root cause could not be determined.